Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that the device has a irregular use, friction and overheating. The problem was noticed before the surgery. There was no harm for patient, operator or third party reported. There was no case involvement reported. No further information received.

Manufacturer narrative:
The reported event was confirmed. The manufacturer evaluation revealed worn out ball bearing which is typically causing the motor to heat up. Furthermore, contamination was found inside the motor which is typically caused by improper device handling during cleaning and sterilization.